Event description:
It was reported that (1) 355ld was used during an unknown procedure. It was reported by the rep that they claim trocar blade would not retract. It is unknown how the case was completed. There was no consequence to pt. In 2000 case was completed successfully with another trocar-dsh.